Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient with cardiac resynchronization therapy defibrillator (crt-d) device experienced pleural effusion. The patient was then referred to the physician. Additional information indicated that the patient was not feeling well. This device remains in service. No additional adverse patient effects were reported.